Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow-up CT showed the stent graft migrated distally and there was a type ia endoleak. Per the physician the cause of the event was due to aortic aneurysm progression disease. The decision was made to extend the bifurcated stent graft with a 32x32x49 and a 34x34x100 valiant stent graft. There was no type ia endoleak at the end of the procedure. A late type ii endoleak from a lumbar artery was noted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.